Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that after patient charged his ins the stim would shut off on its own. Sometimes he was in the charging process when it shut off the stim on its own. Even after the recharger had been disconnected his stim had shut off on its own. It had been going on for about six months but it was getting more regular. It used to be once in a blue moon and now it happened 2-3 times a week. No patient symptoms were reported. No further complications were reported. Refer to (B)(4) for details pertaining to damaged cord.